Event description:
It was reported the programmer rf (radio-frequency) head is broken. Further details are not available. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was no telemetry with the programmer and the device failed all telemetry testing due to the cable being out of electrical specification. It was also noted that the rubber portion of the label was gone.